Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of lvp (large volume pump) module interruption of communication/power/ iui (inter-unit-interface) corrosion could not be confirmed as no product nor device logs were returned for investigation. Device history record. A review of the device history record showed the device had a manufacture date of 20jun2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn 4015117 which did not confirm similar complaints with the same or related failure mode for this customer. Device history record only.

Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was affected by the issue ¿interruption of communication or power between pc unit and modules¿ and ¿apparent damage or corrosion to the iui connector¿. There was no reported patient involvement.